Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified c-34 error and replaced the integrated electro surgical unit (iesu) resolve the issue. System tested and verified as ready for use. The iesu generator unit has been returned for evaluation; however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted with the results post engineering evaluation or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to system error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer had an activation interrupted message during surgery. The customer stated that they were getting a c-34 message when trying to activate energy. They have tried two different instruments and two different instrument cords before calling. Customer cycle the erbe power before calling. Technical support engineer (tse) asked the customer to cycle system power and system powered and homed successfully; however the fault c-34 returned when the surgeon attempted to activate energy. All three alternate xi systems were in use and all troubleshooting was performed. The procedure was converted to traditional laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the evaluation. Failure analysis confirmed and reproduced the reported complaint. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer (OEM) for repair.

Event description:
Refer to h10/h11 for follow-up information.